Manufacturer narrative:
It was reported that all hardware was removed in a revision surgery on (B)(6) 2019. The device was not returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for every kit (sk12 or sk14) utilized in surgery was reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to the removal of all hardware, however the available information indicates it was non-union of the patient's bones. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. There was no other report of any patient impact or injury as a result of this event.